Event description:
It was reported that the device was explanted due to extended charge time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of long charge time was confirmed. The device electronics module was found to be normal when mated with a known good capacitor pair as the hv charge times were normal. The hv capacitors were returned to the manufacturer for analysis and they reported one capacitor had elevated leakage current. The cause of the extended charge time was leakage in c46.